Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Per healthcare provider the patient seemed to be sitting directly on device which she thought was causing the discomfort. The patient was experiencing discomfort at the pocket site. Doctor palpated around to see where the battery was sitting. The battery was moved toward the head and tyrx used for stabilization. The issue was resolved at the time of this report. There were no further complications reported at this time.